Event description:
The customer had an on-going issue with questionable ion selective electrode (ise) results for approximately 75 patients when tested on a cobas 6000 c501 module, serial number (B)(4). The physicians questioned the ise results and they were repeated. The customer provided ise results for four patient samples. Potassium results for three patients, when tested on this analyzer, were erroneous and reported outside the laboratory. Patient 1, initial potassium result was 4.76 mmol/l and was reported outside the laboratory. The repeat result, tested on (B)(6) 2011, was 4.07 mmol/l. Patient 2, female, (B)(6), initial potassium result was 5.13 mmol/l and was reported outside the laboratory. The repeat result was 4.59 mmol/l, tested (B)(6) 2011. It was generated using another cobas 6000 c501 module, serial #(B)(4). Patient 3, female, (B)(6), initial potassium result was 5.28 mmol/l and was reported outside the laboratory. The repeat result was 4.72 mmol/l. The customer believed the lower results to be the correct results and corrected reports were sent. The customer documented "to her knowledge no action was taken prior to results being corrected". No adverse events were reported. The field service representative did not determine a cause. Quality control was performed and was within range. The customer also ran a patient control that was stable.

Manufacturer narrative:
The investigation could not determine an exact root cause. Incomplete information and data was provided for further investigation.